Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope brush is coming out dirty with a red grease-like substance during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there were pink residues found in the biopsy channel towards the distal end. However, the identity of the foreign material (pink residues) and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope brush is coming out dirty with a red grease-like substance during reprocessing. There were no reports of patient involvement.